Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, recurrence, mesh migration, mesh erosion into viscera, abscess, retrorectus space with rush of fluid/ succus, and enterocutaneous fistula. Post-operative patient treatm ent included drainage of abdominal abscess, small bowel resection, hernia repair with mesh, diagnostic laparoscopy, enterolysis, removal of abscess, lysis of adhesions, meckel diverticulectomy, and mesh removal.